Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer were experienced high blood glucose. Blood glucose level at the time of the incident was 33 mmol/l which was treated with insulin pen. Customer has been using the insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was active at the time of high blood glucose event. Customers last blood glucose reading was 18 mmol/l. The insulin pump will not be returned for analysis.